Event description:
It was reported that tandem mobi pump issued cartridge alarm during load process, and caller had experienced similar cartridge alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed alarm, arranged replacement pump under warranty, instructed customer to place pump in storage mode, return problematic pump within 10 days using provided shipping materials, and set up pump settings and continuous glucose monitor on replacement pump, which customer acknowledged and understood.